Event description:
During failure investigation for an out of tolerance oxygen regulator pressure reading, testing indicated that a component associated with the backup alarm was out of specification.